Event description:
Healthcare professional reported right side rupture, inflammation/irritation, capsular contracture baker grade unknown, deformation, cyst not related to device and nodule not related to device and "collection of silicone is visible due to a probable rupture". Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect - impact code: f2203 imaging required. Photo analysis results: visual analysis of the photos identified: rupture: not observed. Irritation/inflammation: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Cyst: unable to observe as it is a medical event that is not related to the device. Lump/nodule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.